Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7027572. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that on two occasions when the safety activation button of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter was pressed, the needle retracted slowly and blood splattered. There was no report of injury, blood exposure, or medical intervention.